Event description:
The manufacturer received information alleging a trilogy evo o2 ventilator required service. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy evo o2 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed a final test step (active exhalation verification: pilot reading 29.69 cmh20). There was no actionable error codes recorded in the event log. In conclusion, the device's trilogy evo 3 way solenoid valve was replaced to address the issue. The device was serviced and passed all final testing.